Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system history and system log files. The customer reported that the patient table slides a few millimeters down without the corresponding movement button being activated. It has been observed that the table slides down about 10 mm within about 1 hour. As result of this behavior the operator must raise the table during a long "roadmap" procedure. Based on the event log and the complaint description, the most likely cause of the non-conformity was found to be a mechanical defect in the hydraulic unit (e.g., hydraulic fluid leaking from the table lifting unit). However, the customer has not approved the exchange of the table lift assembly, so the problem persists, and no complaint part is available for further investigation. A possible general fault that would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. Internal ID # (B)(4).

Event description:
It was reported to siemens that during an interventional procedure while operating the artis zee floor system the patient table presented a vertical slip though the position had been verified in neurological procedures. A downward change of 10 mm was observed in approximately 1 hour of operation, requiring the operator to reposition the table during the procedure. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event. The reported event occurred in (B)(6).